Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. Customer noted that the wake button presses down ok and springs back as expected, however; the touchscreen would not illuminate. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy. During same day follow up the customer reported that the wake button worked as intended. Reportedly, the issue was resolved.